Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that the filament was missing in the sensor when they remove the sensor from the body. Customer¿s blood glucose level was 140 mg/deal at the time of the event. Troubleshooting was performed and advised the customer to consult their health care professional. The customer also state that there were red spots at the insertion site. The product will not be returned for analysis.